Event description:
Pt reported that he had an implant on his shoulder on (B)(6) 2018. On (B)(6) 2018, pt had revision done due to a piece of plastic broken off in his shoulder. On (B)(6) 2018, pt had another revision due to implant dislocation. On (B)(6) 2018, pt had the implant taken out due to another dislocation for the second time. A different shoulder implant was implanted on (B)(6) 2018. On (B)(6) 2018, pt had surgery to clean out an infection. Pt is in a lot of pain and has limited mobility due to the malfunction of the devices.